Event description:
Customer alleges the foot end of the bed will not raise. Bed was found in patient room. No injury was reported.

Manufacturer narrative:
It was determined that the patient pendant needed to be replaced with a rev.4 version. It was and the bed is working correctly.